Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The sample was discarded by the user facility. Therefore a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that after two inflations to 8-9 atm in an sfa bypass graft, the balloon would not deflate. A support catheter was inserted alongside the sheath, and a guide wire was advanced through it and used to puncture the balloon. The balloon was removed through the introducer sheath without incident. There was no pt injury.